Event description:
It was reported by service report that the weld on the litter is broken presenting sharp edges and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.